Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the right ventricular (rv) lead was explanted and replaced. During the procedure to replace the lead, the set screw on the cardiac resynchronization therapy defibrillator (crt-d) would not engage. The device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert while doing laundry. The right ventricular (rv) lead exhibited an integrity alert, short v-v intervals and oversensing. Possible electromagnetic interference could not be ruled out. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right ventricular (rv) lead had fractured and the patient received an inappropriate shock.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, oversensing due to electromagnetic interference/noise, and oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.